Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v099758, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had two devices, one on both sides to stimulate. The patient stated that he had no stimulation sensation a week ago on his right side, which was the device on the left side. The patient had his programmer, which showed it was off, and was able to turn it back on. The patient noted that he was sitting in a big empty room and nothing was nearby that could turn it off. The patient was in the meeting room at his apartment complex with his laptop and did not pass any security gates. The patient wondered if that was an indication that the battery was going out or if something was wrong or not. The patient last saw his healthcare provider (hcp) a month ago and the hcp checked the leads and battery. The patient noted that it was a regular checkup and he got one every two to three months. The patient did not know if the hcp did a battery longevity check, but was told he had a little battery life left. There was no accident or incident related to the event. It was reported the patient had a loss of therapeutic effect and was concerned about their battery level. The patient¿s therapy had not been as effective for one and a half months. The patient saw their physician two weeks prior and the stimulator was read and the physician said the stimulator would be fine and the next appointment was scheduled for four months later. At the appointment, they did not discuss the patient¿s symptoms or how therapy was. The patient had been sitting in their apartment recreation room with no electronics in the room and their left stimulator ¿quit¿ the patient had checked the stimulator with their patient programmer and the stimulator had shut off. The patient was not able to turn the stimulator back on. It was reported the patient did not have concerns with their device or therapy.